Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the cannula of the infusion set broke off into the patient's arm. On (B)(6) 2021, the patient went to the hospital. The doctor examined the shoulder and said that it is not a life threatening issue and that the patient should come back in 10 days or seek help himself. On (B)(6) 2021, the patient went to another hospital. Surgery was performed at that hospital. The doctor did not manage to remove the cannula and inflammation of the arm developed. On (B)(6) 2021, the patient went to another hospital. The doctor examined the arm and referred him to different hospital. On (B)(6) 2021, the patient went to the other hospital and the doctor tried to remove the cannula but failed. Currently, the cannula is still in the patient's arm. The patient has stitches on his arm and is doing sodium compresses. The doctor prescribed the patient with raniseptol spray, octenisept spray, and dalacin antibiotics.